Event description:
The expiratory cassette from the servo-I ventilator alarmed repeatedly saying "technical error in expiratory cassette" while on a patient. The ventilator was taken out of service and replaced.